Event description:
During a cryo pulmonary vein isolation procedure a cancellation occurred due to a stimulator issue. Following patient prep the ep-4 stimulator was powered on and a message 'ep4 hardware is not responding' was displayed. Power cycling the stimulator did not resolve the issue and it was not possible to continue. The procedure was cancelled and the patient was stable.

Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received for analysis with. Preliminary measurements confirmed system voltages to be within the specified limits prior to functional testing. Power was applied to the returned stimulator and was connected to a known good ep-4 touchscreen. No communication was established, confirming the reported event. The microprocessor assembly was then temporarily replaced with a known good assembly, communication was successfully established and normal function was restored to the stimulator and a prolonged pacing period was observed, followed by multiple power cycles with no breaks in communication were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, root cause of the unestablished communication and subsequent procedure cancellation was successfully isolated to abnormal functionality of the microprocessor assembly.